Event description:
Acusnare, polypectomy snare. Hot snare ref# g22629, lot# w4879715, exp 10/16/2027. Equipment malfunction, snare was not cauterizing when trying to remove polyp from patient. Snare appears like wire coating was melted or twisted by hand piece. No harm done to patient. New snare and biopsy forcep were used to take samples.